Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during a dilatation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon was inflated four or five separate times in an anastomotic stricture of the colon. On the fourth or fifth inflation, at 8atm of pressure, the balloon ruptured. No pieces of the balloon detached inside the patient. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. (B)(4) for the reported event of balloon burst. Visual evaluation of the returned complaint device revealed no defects to the catheter of the device; the balloon portion of the device was found to be torn longitudinally. Therefore, the complaint that the balloon burst was confirmed. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device.